Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m52v9u. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found damaged, not allowing the firing mechanism to properly function. The knife direction indicator worked as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. No damage on the firing trigger was noted during visual inspection. While no conclusion could be reached as to how the firing shuttle spring became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a laparoscopic left upper lobectomy procedure, at the second and third step of the first firing, the surgeon felt the firing trigger loose to compress. After three compressions, which means the first firing finished, the surgeon observed the knife location indicator and the knife did not move. In case of safety, the surgeon used manual lever and changed another product to complete the surgery. There were no adverse consequences for the patient reported.